Event description:
Reporter indicated that the programming wand cable had a malfunction and had to hold at a "certain angle" in order to be able to interrogate patient's. Analysis of the serial data cable to the wand resulted in communication errors. An intermittent conductor was identified in the serial cable.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.